Manufacturer narrative:
A field service engineer (fse) went on-site and serviced the instrument. Per raw data analysis, the gen s algorithm can not clearly identify the neutrophil population to determine if it belongs to the mono or neutro population and positionally in a region considered to be monocytes; thus the algorithm, as designed, could not use the populations as a positional reference to set a flag. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of the instrument results.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter gens system failed to generate differential flags for a patient that was confirmed to have blasts. Sample was run on a different instrument which provided flags. The erroneous results were not reported outside of the lab. Manual smear review was performed but the results were not provided. There was no affect to patient or user with regards to this event.